Event description:
It was reported by the mitek rep. That the ceramic portion of a mitek vapr se electrode broke off into the pt. All the pieces were retrieved from the pt and there were no pt consequences. However if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event.